Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance in the distal part of the microcatheter, and the distal part of the pipeline failed to open. The patient was undergoing treatment for a carotid-ophthalmic aneurysm. Dual antiplatelet treatment had not been administered. It was reported that the distal part of the catheter was damaged, and the pipeline did not get stuck during delivery. The distal part of the pipeline had been placed in a bend, and less than 50% had been deployed when it failed to open. The pipeline was resheathed two or less times, and no other steps were taken to open the device. The pipeline was removed from the patient and replaced. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).